Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the generator batteries and checked the voltage. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system displayed a precharge error message upon boot up. No patient injury was reported.